Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient died ¿last week, maybe (B)(6).¿ the consumer was not willing to share any further information regarding the patient¿s death or who their follow-up physician was. The consumer made it clear that ¿he didn¿t think the patient death had anything to do with the device or therapy; it was most of the patient¿s medical issue,¿ but no further information was shared. According to the consumer if someone from the patient¿s immediate family had any further information they would contact the manufacturer. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since (B)(6) 2018, the patient's device has not been working. On themorning of (B)(6) 2018, the patient tried using their equipment, and the device was not charging. It was reported their pain was so extreme. It was noted the patient had been using their device intermittently because they were having other medical problems including memory issues. There was no allegation that the medical problems and memory loss were related to the device/therapy. Troubleshooting could not be performed at the time of the report because the caller stated they did not know how to use the equipment because of their dyslexia and the patient could not speak so physician listings were provided to them in order to find a doctor to check the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.